Event description:
No further event information available at the time of this report. Lot number updated to 2018071528.

Manufacturer narrative:
An osseotite® implant 4 x 11.5mm (item # oss411) assembly was returned for investigation. Visual inspection of the as returned product identified some residue coating the lower portion of the implant's exterior, but no visible signs of significant wear, damage, or deformation. Functional testing to recreate the reported event was conducted and found that the reported cover screw fully engaged and disengaged with the implant without any resistance or evidence of drive damage, contrary to the reported event. The screw and drive feature themselves did not present with any evidence of damage. Pre-existing conditions do not apply to this particular failure mode. The reported device was not placed due to the reported event. DHR review was completed for the subject lot number (2018071528). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018071528) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (damaged drive feature) or device (oss411). Therefore, based on the available information, device malfunction did not occur and the reported event was un-confirmed. A definitive root cause could not be identified. However, probable cause related to this event may include torque applied during placement/seating exceeds recommended value. The following sections have been updated: b4: date of this report. D4: lot number / expiration date. D4: unique identifier (UDI) number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that the doctor was attempting to remove the implant cover screw and it got stuck within the implant causing the implant (oss411) lost its stability. Implant was removed and replaced with another one during the same initial procedure. Tooth location 5.